Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 300 mcg/ml baclofen at a dose of 181 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient was in for a refill on (B)(6) 2017 and the expected reservoir volume was about 4 ml and about 6 ml was pulled out of the old drug. When the hcp went to fill they were only able to get about 30 ml into the pump before it locked up. The hcp stated they pulled everything out and tried again a couple of times and still cannot get more than about 30 ml into the pump. The hcp stated they aspirated everything out and held negative pressure for about 3 minutes, then tried to fill and still only can get about 30 ml into the pump. Hcp indicated that they would likely update the programmer with 30 ml volume and bring patient back for next refill to try and fill to capacity then. No symptoms were reported.